Event description:
The cuff portion of an ams sphincter control prosthesis failed, all other parts of device were functioning per surgeon. Portion of sphincter prosthesis failed, surgeon replaced all portions of prosthesis except the cuff, which he could not replace. All portions of device were removed and pt was surgically closed.

Event description:
Add'l info rec'd from MFR 8/23/04: american medical systems received info from hospital regarding the artificial urinary sphincter surgery. This info indicated the entire device was removed from the pt due to fluid loss. This info was reviewed and determined to be a reportable event. This event has been assigned ref. #91147. Our firm paticipates in electronic alternative summary reporting (easr), exemption #e1997037, which is submitted quarterly. This event, #91147, was captured in our easr and was sent successfully on may 2004. The info we received also indicates the surgeon did not implant any components at this time due to "bladder perforation." A letter requesting the explanted components was sent to the physician on april 2004. The explanted components have not been returned to american medical systems for analysis. Therefore we are unable to provide you with a report of analysis and laboratory testing. The result of our conclusion regarding this event remains "no conclusion can be drawn." If the components are returned to ams the updated info will be submitted to the FDA on the next quarterly report.